Event description:
Customer reported experiencing an issue with the cgm displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset, after which the cgm error code did not reappear, and the sensor session was successfully started.